Event description:
Reporter stated that pt experienced high blood glucose (>500 mg/dl), while wearing the device. Reporter indicated that pt had unsuccessfully attempted to lower blood glucose by bolusing. Pt subsequently switched to insulin injections, and pt's blood glucose decreased. No error messages were generated by the device. At the time of the report, pt had switched to pt's back up device.